Event description:
Kimberly-clark received a report stating, "we discovered this mislabeling on an order that was sent to (B)(6). I had him send me pictures of the kits in question. One has the sinergy labels on the cervicool kit, so they picked it and shipped it like a sinergy kit." No patient injury reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed for lot number m2311d201, and the lot was documented to have met requirements. Based on the lot number referenced in the report, the product was a sinergy cooled radiofrequency kit. Based on the pictures provided by the customer, the packaging sleeve/label showed the graphics for a cervicool cooled radiofrequency kit, which may have been placed on a box containing the sinergy cooled radiofrequency kit; however, this investigation is on-going and a health evaluation is being initiated. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by the customer.